Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 03/25/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/13/2015 with the following findings:there was no evidence of a power issue observed in the pump history or black box data. The battery compartment was observed to be cracked from the threads to the case seal and below the grip pad. The threads of the returned battery cap were observed to be damaged. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU). The pump was able to maintain power with the returned battery cap installed; a power loss event was not duplicated. The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and no evidence of internal damage or defect was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.